Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked reservoir tube lip, cracked case near the display window corners, cracked display window, and minor scratches on the display window.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was unknown. Customer stated that he took a shower and left the insulin pump outside the bathroom on the carpet. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.